Manufacturer narrative:
Updated fields: d8, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the indicator keeps saying that the light bulb is out even though it is new because the heatsink was not installed properly, and a screw was stuck in the igniter. It is likely that the lamp life counter indicates 100 hours even when lamps are not installed because the heatsink was not installed properly, and a screw was stuck in the igniter. However, a definitive root cause for the reported suggested events could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had lamp lighting issues, couldn¿t get the light bulb to go in and it keeps saying the light bulb was dying even though it was new. The issue occurred during preparation for use. There were no reports of patient harm.